Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide addition information received. Additional information received states the customer is trained on reprocessing as per instructions for use by olympus field service and they are correctly performing the following asked reprocessing steps including brushing already without doing any delay of pre-cleaning. However, the device was sent without complete reprocessing at the time of pickup due to the guide wire stuck. No possibility that device been used on a patient with foreign material found due to incomplete reprocessing. The device was inspected for any abnormalities before using. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, specific root cause of the suggested event "foreign material and guide wire got stuck inside biopsy channel, and procedure was delayed for 15 minutes" and the suggested event "guide wire was going under forceps elevator" could not be identified from the information received. Additionally, it is likely that the suggested event "foreign material found around forceps elevator and in the gap of the distal end" and the suggested event "insertion section is dirty" occurred due to the user could not conduct proper reprocessing and remove the foreign material. Olympus could not identify the dirt or foreign material from the information obtained. The root cause of the suggested events could not be specified. The event can be detected and/or prevented by following the instructions for use which state: jf-q170v operation manual chapter 3 preparation and inspection. Tjf-q170v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that a yellowish/brown foreign body was found around the forceps elevator and on the gap of the distal end. It was likely that insufficient/incorrect reprocessing was performed as the connecting tube was dirty. The distal end was deformed and the adhesive on the bending section rubber was detached. The bending section rubber had discoloration and the bending angle in the right direction did not meet standard value due to wear of the angle wire. There were scratches throughout the device and the scope cylinder was shaved. The light guide cover glass had a dent and was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus field service engineer, that the duodenovideoscope had a foreign body inside the instrument channel, the guide wire was stuck and the elevator was not working properly. The issues were found during a therapeutic endoscopic retrograde cholangiopancreatography and the was completed with a similar device. There was a delay of 15 minutes noted. There were no reports harm associated with the event.